Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. An email was sent requesting additional information. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted.

Event description:
End user reports "the anti-reflux valve doesn't work, urine go up and dry the wafer".